Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (bmt) reported that the transducer protector on the arterial side of the extracorporeal combi set leaked air into the system. The transducer was checked for correct tightness and confirmed. This is not an isolated incident. The bmt confirmed that there was no visible damage to the lines, the transducer protector might have a small extra piece of plastic in it which they think is causing the leak. No pictures or sample is available for return. The bmt mentioned that this has been an intermittent issue. Items have been discarded. It was confirmed there was no patient involvement, harm, or adverse events associated with the reported issue.